Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported right side "small ball" assessed by physician as "small accumulation of liquid." Patient feel symptoms "may be related" to having implant that causes "rare type of cancer." The device remains implanted.